Manufacturer narrative:
Additional information: on february 6, 2020, the mentor failure analysis lab received the device for evaluation. On february 18, 2020, the product investigation was completed. Device investigation summary: a picture of the sample was received first for analysis. Upon visual inspection of the picture, it was observed with no apparent damage. A sample was received for analysis and during the visual evaluation of the sample a tear was observed in the posterior view, measuring approximately 0.2 cm. Siltex cracking was found in the edges of the tear. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/27/2019, the photo investigation was completed. Photo investigation summary: upon visual inspection of the picture, it was observed with no apparent damage. The photos do not provide enough evidence to determine if the failure is confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 225cc mentor memorygel breast implants and experienced bilateral rupture post-operational. As a result, the patient is underwent bilateral device removal on (B)(6) 2019. This report is for one of the two devices.